Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with button, test strips, or usb cable. Visual inspection has been performed on the returned usb charging cable and no issues were observed. The returned reader was sent for further investigation and de-cased. Internal visual inspection was performed on the reader's pcba (printed circuit board assembly) and burn marks to the u13 component were observed. An extended investigation has also been performed. The reader's battery was measured at 0v which, is not within specifications of 3.7v -4.2v. The battery was replaced with a new un-used battery and the reader powered on. The returned charging cable was tested and was observed to have passed functionality testing and was working properly. It has been determined that the observed burn damage is consistent with the customer using a non-abbott approved charging cable, causing high voltage and the burn damage to the u13 chip. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the customer returns their power adapter, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.